Manufacturer narrative:
On (B)(4) 2016 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation. Results: failure analysis - there were 18 boxes of blades with each containing 100 blades returned new and unopened and 1 box open containing 41 unopened blades along with 68 extra unopened that came in a cup and 8 were tested. There were 18 boxes of blades returned new and unopened and 1 box open with 41 blades along with 68 extra that came in a cup. The blades were tested with a 4-7 blade handle. The complaint report can be confirmed. The instrument not performing as designed. According to them, the blades customer sent back are with our standard. All blades in the lot. Number has suitable hardness for normal uses. Device history evaluation - DHR review. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: there is no applicable variance authorization / deviation history. Engineering change order/manufacturing change order history: corrective action preventive action history: issued for surgical blades breaking at tip. Health hazard evaluation history: issued for the tip of the blade in several instances broke off while performing a periodontal surgical procedure. No injury was reported. Conclusion: the complaint report of damage has been confirmed; the root cause of the damage has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports blades are breaking off in patients mouths- no one injured. On (B)(6) 2016 customer reports blades broke on three patients when doctor incising the gums, no piece left in patient, no harm done. No specific information available. Number 1 of 3 events.